Manufacturer narrative:
Additional information: section b.3, d.6b. Corrected information: section h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections h.6, b.1, b.2 & h.1. Correction information section: b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance, intermittency, and sound quality issues. Device testing revealed results within normal limits. External equipment has been exchanged and programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.